Manufacturer narrative:
Device powered up properly after battery installation. No dim display or display anomaly noted. Device passed the self test, sleep current measurement, active current measurement, and the displacement test. Adjusted the display brightness from 1-5 and all settings worked properly. Device was monitored and no unexpected dim display, back light anomaly, or display anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. Customer¿s blood glucose level was 230 mg/dl. Customer reported that the self test and displacement test was passed. Customer also noticed an unexpected dimming light the insulin pump and confirmed not during sleep mode. Customer was advised to discontinue use of the device and revert to a back up plan. The insulin pump will be returned for analysis.